Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had not vibrate. Customer blood glucose was unknown at time of incident. Customer states that act button is not responding and calibration not accepted. Insulin pump and sensor will be return for analysis.

Manufacturer narrative:
All buttons functioning properly during testing. No damage on keypad traces noted during visual inspection. J2 lcd connector was inspected and no anomaly was noted. Unit passed self test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit vibrated properly during testing. Unit communicated with glucose sensor test properly. No sensor anomalies noted during testing. Unit received with minor scratched lcd window and cracked reservoir tube lip.